Event description:
It was reported that with the smallbore bifuse extension set with 2 microclave® clear, 2 clamps (white, blue), luer lock. The patient's line was noted to be leaking. Upon further inspection the white port of bifuse noted to be leaking. The pump showed high pressure but had not alarmed. There was patient involvement and there was a delay in therapy.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: received the following: one (1) used. List #mc330359, 8" (20 cm) appx 0.38 ml, smallbore bifuse ext set w/2 microclave¿ clear, 2 clamps (white, blue), luer lock.; lot #14271029. One (1) new. List #mc330359, 8" (20 cm) appx 0.38 ml, smallbore bifuse ext set w/2 microclave¿ clear, 2 clamps (white, blue), luer lock.; lot #14271029. No visual damages or anomalies were observed. The reported complaint of a leak could be confirmed. The returned sample was tested and a leak was observed on the microclave on the line with a white clamp. The microclave was disassemble and was found to have a crushed spike and a torn seal. The probable cause is from the use of an incompatible mating device. The directions for use states: the clave connector is compatible with luers with an internal diameter (ID) between 0.062" and 0.110". The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.